Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was explained sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The current blood glucose value is 208 mg/dl. The current sensor glucose value is 116. The sensor glucose and blood glucose is not within acceptable range. After the troubleshooting was done, customer was advised to enter blood glucose reading into pump immediately after testing blood glucose and do not calibrate on a sensor alert. The customer was advised that we will ship a replacement sensor.